Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance, noisy signals and oversensing. This crt-d device had inappropriate atrial tachycardia response (atr) and signal artifact monitoring (sam) episodes stored due to noise and respiratory rate trend (rrt) oversensing. Technical services (ts) reviewed the data and confirmed high out of range pacing impedance and suspected lead fracture to be the cause of the reported observations. Ts recommended in-office evaluation for serial impedances with isometrics and chest x-ray. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance, noisy signals and oversensing. This crt-d device had inappropriate atrial tachycardia response (atr) and signal artifact monitoring (sam) episodes stored due to noise and respiratory rate trend (rrt) oversensing. Technical services (ts) reviewed the data and confirmed high out of range pacing impedance and suspected lead fracture to be the cause of the reported observations. Ts recommended in-office evaluation for serial impedances with isometrics and chest x-ray. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Field h6 (impact code) has been corrected.

Manufacturer narrative:
Field h6 (impact code) has been corrected.

Event description:
It was reported that this system with cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance, noisy signals and oversensing. This crt-d device had inappropriate atrial tachycardia response (atr) and signal artifact monitoring (sam) episodes stored due to noise and respiratory rate trend (rrt) oversensing. Technical services (ts) reviewed the data and confirmed high out of range pacing impedance and suspected lead fracture to be the cause of the reported observations. Ts recommended in-office evaluation for serial impedances with isometrics and chest x-ray. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.